Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, refractive surprise, endothelial cell loss, explanted, lens flipped. (B)(4). Lens not returned.

Event description:
Additional information received - the icl was explanted on (B)(6) 2010. The reporter stated the surgeon is fully aware that this incident was not related to a product issue but a surgical error.

Manufacturer narrative:
Medical review - while the lens is being injected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally using the same incision. Based on the complaint history and medical review, the most probable cause of this secondary intervention and the hyperopic shift was inadvertent injection and implantation of the icl upside-down (user error). The preoperative acd (endo) was 2.49 mm, which is outside the recommended acd range for icl implantation and is off-label use. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) in (B)(6) of 2009. The icl was explanted in 2010 due to the icl was thought to have flipped and there was a hyperopic refractive surprise. At a 6 month follow-up, the patient's endothelial cell density was low. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.